Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance measurement. Technical services (ts) was consulted and discussed the shock impedance measurements had a gradual increase over time, so calcification was suspected. This rv lead remains in service. No adverse patient effects were reported.